Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose levels (54 mg/dl) early in the morning on (B)(6) 2026 which was managed by eating something. No further information available.